Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The reporter stated that the expected therapy time was 48 hours; however, after 96 hours of infusion, there was still a small amount of solution remaining in the device. The device had been filled with 3400mg fluorouracil and 172ml 0.9% sodium chloride solution to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 21, 2019 - august 23, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any physical abnormalities that could have contributed to the reported condition. A functional flow rate test was performed which found the flow rate to be within the product specification range. Based on the functional flow rate test result, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.